Event description:
Boston scientific crm received information that during a follow up visit, this device displayed less than 6 months longevity remaining and a magnet rate of 90. One year earlier longevity indicators revealed 2 1/2 longevity years remaining. There was concern the battery was depleting more rapidly than expected. An internal technical service consultant was contacted; it was thought this was due to a false battery status reading, and the battery longevity reading will return to the expected longevity during the next interrogation. A follow up visit was performed and a memory download was performed. Engineering reviewed the information and determined no resets had occurred. It was determined the programmed pulse width and the high percentage pacing caused the reduced longevity. The estimated longevity of the device was calculated at 5.6 years. According to available information, the device was implanted six years. No adverse patient effects were reported.

Manufacturer narrative:
Approximately two years later, this device was returned without further clinical allegation. Upon receipt to the post market quality assurance laboratory analysis determined that this device experienced normal battery depletion. Analysis determined the erroneous longevity calculation may have due to pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.